Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette after ending their pd treatment. The patient reported receiving a supply bag lines are blocked, please check the supply bag lines alarm during dwell 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak was coming from the cassette. The patient did not see any fluid in or on the cycler. The patient was advised to keep the supply bags for arrangement for them to be picked up and returned for physical evaluation. Upon follow up, the pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but stated that the patient set up with new supplies and was able to complete peritoneal dialysis treatment on the cycler. The pdrn confirmed that the patient is continuing peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The pdrn did not know if the cassette was available to be returned to the manufacturer for physical evaluation. The lot number of the cassette was unknown. Additional information was requested but has not been received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.